Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. During the suture, the doctor realized that the thread and the needle were not attached.

Manufacturer narrative:
Samples received: 1 open and 1 unopened pouches, analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units. There were 72 units in b. Braun surgical stock that were retrieved for analysis. In the open sample received the aluminum pack is not available but the suture is unused with the needle detached from the thread. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 0.66 kgf (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). (B)(4) units of the involved code batch that were in stock were analyzed too. When we conducted rotation test to the closed samples received we noticed that the thread easily broke next to the needle in most units. This is caused by too much thermal treatment in the thread ends, during the manufacturing process. Thread ends are thermally damaged and they break in the attachment area which lead to the needle detachment outcome. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel is planned in the first quarter of 2018.